Manufacturer narrative:
Unit received with high active currents. Problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that there was battery lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.